Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a constant tone after battery change. Insulin pump went blank after self-test. Customer's blood glucose was unknown. Customer received a battery cap and issue was not resolved. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with the currents within specification and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored and no unexpected audio beep or squealing noise anomaly, no blank display and the lcd board ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.